Event description:
Post-op, surgeon suspected a possible infection and on (B)(6) 2012, all hardware was removed. During the revision procedure, the handle of a slide/fixed hammer broke off while slapping nail out. Instrument is available for return. It is unknown if explanted hardware will be returned. This is 1 of 3 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The handle of the device broken off as the complaint states,the broken handle was not returned with the complaint. The hammer end of the device exhibits many nicks, dings and dents associated with extensive use. The lot number for the device is etched on the handle and since the handle was not returned with the complaint it can not be determined when the device was manufactured. High temperature cycles during sterilization have an impact on the lifespan of these instruments and the handles may become brittle. The device appears to have been used extensively, although its age can not be determined, with no known issues, therefore the complaint is invalid with respect to design.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)